Event description:
Our facility administers outpatients blinatumomab using cadd solis pumps and cadd administration sets (products ref 21-7394-24, lot #48x091; exp 02/09/2023). The pt came in to our facility for a bag and tubing change on day 18 of a 28 day continuous infusion. The pt notified the nurse that his clothes had some wet spots on them periodically during this infusion. The nurse suspected a leak from somewhere and found a leak coming from the hole in the 0.2 micron air-eliminating circle filter. Since it appeared to have happened on more than just this tubing set for the bag he was currently having changed, we quarantined all cadd infusion sets with this product number and lot number. We also had another pt who was inpatient within the last week receiving blinatumomab with the same tubing and they found a puddle of liquid on the floor during the infusion. They checked over the tubing but couldn't find an apparent leak. It should be noted that another IV bag with different tubing was also infusing at the time so, it couldn't definitively be linked to leaking tubing from the cadd administration set 21-7394-24. MFR notified so we could get new product with a different lot number. FDA safety report ID# (B)(4).